Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged and subsequently shut off. The customer's blood glucose level was 420 mg/dl. It was indicated that the customer would use manual injections.